Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Unique identifier (UDI) #: n/a. (B)(6) item # 183004, vanguard cr ilok fem-rt 60, lot # unk; item # 183422, vngd cr tib brg 12x63/67, lot # unk; item # unk, patella, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-07983, 0001825034-2018-07978, 0001825034-2018-07986.

Event description:
It was reported that approximately 2 years post implantation, the patient presented with a superficial area that was open, requiring wound care. Attempts have been made and no further information has been provided.